Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4mm x 30mm enterprise 2 stent (encr403012 / 10007042) was advanced to the target position and the stent release was initiated, but the distal markers on the stent were converged and could not be opened. The physician retracted the stent and delivered it again to release, but the distal markers still failed to open. The physician retracted the stent and replaced it to complete the procedure using the original associated microcatheter. There was no report of any negative impact on the patient. On 07-apr-2026, additional information was received. The information indicated the procedure was targeting an unruptured, wide diameter, cystic aneurysm on the ophthalmic segment of the left internal carotid artery (ica). There were no vessel factors that may have contributed to the incomplete stent expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10007042. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.